Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that an image was not displayed due to faulty charge-coupled device (ccd). The cause of the faulty charge-coupled device (ccd) could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the camera head had no image on the video columns. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following: the charged coupled device had a false contact with the circuit board causing the issue. A buckled video cable was found too. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.